Event description:
There was a report of a malfunction alarm with malfunction code 15, and a fault ID was available. There was no reported impact to customer's blood glucose. Technical support assisted the customer by providing pump reset information, although the issue persisted after resetting. The customer was advised to use multidose injection (mdi) as a backup therapy and instructed on how to put the pump into storage mode before returning it to tandem. A prepaid label was provided for the return of the problematic pump within 10 days, and the customer understood and acknowledged these instructions.